Event description:
It was reported that, surgeon struggled with advancing oasys screws. Two of screw heads broke off. Surgeon struggled with screwdriver to screw interface on multiple screws. Surgeon struggled with polydriver to engage screw. Surgeon says screws stripped during insertion. Could not back screws out. Had to "helicopter" the stripped screws. Eight screws were an issue during procedure.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the stryker rep reported that the polyaxial screwdriver (pa screwdriver) was firmly attached to the pa screw; however the hex head of the pa screw became stripped, which is only possible if the pa screwdriver is not firmly attached to the pa screw. Conclusion: the probable cause is improper seating of the pa screwdriver onto the pa screw so that the hex head socket fits over the bone screw and threading the end of the outer sleeve into the pa screw head for stable fixation as outlined in the surgical technique.

Event description:
It was reported that, surgeon struggled with advancing oasys screws. Two of screw heads broke off. Surgeon struggled with screwdriver to screw interface on multiple screws. Surgeon struggled with polydriver to engage screw. Surgeon says screws stripped during insertion. Could not back screws out. Had to "helicopter" the stripped screws. 8 screws were an issue during procedure.